Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ .h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states, "the gore® bio-a® tissue reinforcement is a tailorable, bioabsorbable material comprised of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer (pga: tmc). Degraded via a combination of hydrolytic and enzymatic pathways, the pga: tmc copolymer has been found to be both biocompatible and non-immunogenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to infection, chronic pain, adhesions, and mesh erosion beyond this timeframe. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot#, expiration date, di#. H4: added device manufacture date. H6: added method code 1 and 2, results code 1 and 2. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records of CT abdomen/pelvis with ¿findings concerning for incarcerated incisional hernia in right lower quadrant¿ were not provided.] On (B)(6) 2013: (B)(6), md. Emergency department visit. Complaining of abdominal pain. Postoperative day 6 from cesarean section; discharged 3 days ago. Complains of constipation the following day; stool softener and laxative with good results. Intermittent abdominal pain yesterday; constant severe pain last evening. Last bowel movement this morning. Went to cmc last evening, had a contrast enhanced CT of abdomen/pelvis; findings concerning for incarcerated incisional hernia in right lower quadrant. Refused admission, left against medical advice. Presents with persistent, worsening pain. Pain sharp, 12/10 right lower quadrant and midline throughout abdomen; radiates to back. Had nausea and non-bloody emesis. Generalized achiness. Denies fever, coughing. Medical history: bipolar I disorder, asthma, endometriosis anterior abdominal wall. Surgical history: cesarean delivery 2003 and 2007, operative hysteroscopy intrauterine device removal in office 2009, cesarean delivery, tubal ligation and removal of abdominal wall endometriosis 2013. Medications: oxycodone, fluticasone, symbicort, albuterol, nicoderm, prenatal vitamin. Social history: cigarettes; 7.5 pack-year smoking history, no alcohol or drugs. Abdomen: soft, obese. Low transverse incision intact/clean/dry without signs of infection. Ecchymosis throughout lower abdominal wall. Fullness with focal moderate tenderness right lower quadrant and lower midline. No guarding or peritoneal signs, bowel sounds present. Albumin 2.2 l (3.4-5.0). Imaging: CT abdomen/pelvis from cmc last evening reviewed. Images show herniation of small bowel through the abdominal wall in right lower quadrant. This may be approximately the region of the pfannenstiel incision. Impression/plan: bowel herniation through abdominal wall; likely represents breakdown of abdominal incision. Infarction and strangulation felt to be unlikely, but considered. Seen in emergency department by dr. (B)(6) who will take to operating room. On (B)(6) 2013: (B)(6) system. Flowsheet. Wt 90.7 kg (200 lbs). On (B)(6) 2013: (B)(6), md. History & physical. Underwent cesarean section on (B)(6) 2013. Also had a mass in abdominal wall I was requested to resect; it was actual rectus muscle, just above the pfannenstiel incision and pathology came back endometriosis. Incision was closed and was discharged without incident. Yesterday started developing a lot of pain and bruising in area, which had been growing a couple days; pain has become more intense, significant. Abdomen: bruising below umbilicus but without significant tenderness below umbilicus. Pfannenstiel incision healing nicely. She has a pannus, so difficult to feel the hernia. CT scan obtained from cmc shows a defect in the midline, just around the pfannenstiel incision site with small bowel incarcerated. Impression/plan: abdominal wall hernia, cesarean section and resection of abdominal wall mass; likely from weakness of abdominal wall and not actually a dehiscence of the wound itself. Will need to be taken emergently to the operating room for this incarcerated hernia; will get her in today. On (B)(6) 2013: (B)(6), md. Operative report. Anesthesia: general. Procedure(s): repair hernia ventral incarcerated repaired with bio a. Estimated blood loss: 20cc. Drains: none. Findings: dehiscence of mid portion of pfannenstiel incision with defect on mid line below umbilicus and incarcerated abdominal wall. Infection: yes. Implants: bio a mesh. Specimens: none. Complications not inherent to procedure: none. Preoperative diagnosis: incarcerated abdominal hernia. Postoperative diagnosis: incarcerated abdominal hernia. Operation: open repair of midline defect, closed primarily with a bio-a overlay. Assistant: none. Indications: this is a 20-year-old female who underwent a cesarean section about 12 days ago. There was an abdominal wall mass that was resected and ended up being endometriosis of the anterior rectus muscle. She comes in with pain and bulge in her abdomen above the pfannenstiel incision in the midline and below her umbilicus. CT scan revealed that she had small bowel that came through the abdominal wall, likely where the mass had been removed. Findings: midline defect as well as the midportion pfannenstiel incision, which was repaired primarily with a suture as well as a bio-a overlay. Operation: ¿the patient was identified in the preop area. She was brought back to the operating room where she was placed on the operating table in the supine position. Once this was done, she was given general anesthesia. Her foley catheter was placed. She was intubated and given ancef 2 grams perioperatively. We first started by using chlorhexidine dressing to prep the abdomen in the usual sterile fashion. We made a midline incision between the fascial incision and the umbilicus with a #10 blade. We dissected down to the subcutaneous tissue with electrocautery until we came on to where we identified bowel. We opened the area where the bowel was. There was a small amount of fluid that was removed and the bowel about 12 inches that was incarcerated in her hernia that measured about the size of a golf ball from below from the midline. This bowel was all healthy; it was dropped back into the abdominal cavity without difficulty. The uterus was right below the incision. We identified the midportion of just at the edge disconnected the one bridge of between the midline defect as well as a pfannenstiel incision dehisced where the pfannenstiel incision occurred. We then grabbed on either with coker we closed the fascial defect with interrupted prolene. Once we had done this, we tied them all down. We irrigated the subcutaneous tissue. We underwent tissue about 1 cm circumferentially around the wound where we placed a 3 inch by 7-inch overlay, which was tacked into position with 3-0 vicryl stitch. We then closed the subcutaneous tissue with a running 2-0 vicryl. The skin was then closed with staples, skin staples. The patient tolerated the procedure well. There were no complications. There were no specimens.¿ on (B)(6) 2013: (B)(6) system. Implant sticker. Gore® bio-a® tissue reinforcement. Ref catalogue number: hh0710. Lot batch code: 11209324. Use by: 2016-02. The records confirm a gore® bio-a® tissue reinforcement (hh0710/11209324) was implanted during the procedure. On (B)(6) 2013: (B)(6) hospital. [Signature illegible]. Anesthesia record. Asa 2e. On (B)(6) 2013: (B)(6) system. Perioperative nurse notes. Admitted to post anesthesia care unit. Abdominal dressing vertical, saturated under micropore tape. Poor pain control; crying states pain worse than labor, complains of spasms. Attempted nasal cannula trial at 3 liters; oxygen down to 83%, simple mask back on and oxygen 97%. Dr. Spaulding consulted re: poor pain control and low oxygen; ordered lorazepam. Abdominal dressing changed. On (B)(6) 2013: (B)(6) lab. Lab. Wbc 10.70 h (3.98-10.04). On (B)(6) 2013: (B)(6), md. Discharge summary. Diagnosis: irreducible hernia of anterior abdominal wall. Procedures: repair hernia, ventral, incarcerated with bio-a. Hospital course: postoperatively, had uneventful course, diet advanced, transitioned to oral analgesia. At time of discharge is tolerating regular diet, ambulating without difficulty, has adequate oral analgesia. Discharged home in stable condition. Follow up dr. (B)(6) in 2 weeks. Keep incision site open to air, ok to shower. Slowly increase activities with exception of lifting greater than 20 lbs for 4-6 weeks, unrestricted thereafter. On 02/12/2014:[missing records: records of emergency department visit were not provided.] [Missing records: records of ultrasound of abdominal wall that ¿suggests large hernia with 6 cm neck¿ were not provided.] On (B)(6) 2014: (B)(6), md. History & physical. Abdominal pain and bulging. Presented to (B)(6) emergency department on (B)(6) with increased swelling, pain of lower abdomen. Had hernia after cesarean section on (B)(6); had emergency repair. Has noticed increased pain and bulging recently, made worse by coughing and probably related to upper respiratory infection as well as 9-month old jumping on the area. Denies nausea/vomiting. Ibuprofen helps some. Current every day smoker; 0.5 pack a day for 15 years. Wt. 215 lbs, bmi 34.78. Abdomen: soft, nontender, nondistended, normal bowel sounds, no masses or hepatosplenomegaly. Well-healed lower midline and transverse pfannenstiel scars. Moderate tenderness to palpation in lower abdomen. With straining and standing, there is asymmetric bulging in lower abdomen. Cannot palpate a discrete fascial defect. No guarding or rebound tenderness. Ultrasound of abdominal wall shows significant attenuation of abdominal wall, very thin layer of tissue that is probably bio-a and scar rather than fascia, 6 cm defect with bowel that herniated into defect. Impression: lower abdominal pain, recurrent ventral incisional hernia. Plan: discussed that bio-a mesh can stretch over time. Symptoms certainly can be caused by recurrent hernia. Exam limited by scars from multiple previous surgeries and body habitus. Ultrasound suggests large hernia with 6 cm neck. Will benefit from laparoscopic repair. Told her studies suggest improved durability of repair if fascia can be closed over the mesh. Good candidate for laparoscopic repair; expect to make small incision through old scar to close the fascia as well. Stressed importance of smoking; probably biggest risk factor she has for recurrence. Obesity another risk factor. Schedule for surgery. On (B)(6) 2014: (B)(6), md. Operative report. Anesthesia: general and local. Assist: (B)(6), pac. Pre-operative diagnosis: recurrent ventral incisional hernia. Post-operative diagnosis: same. Procedure: laparoscopic hernia ventral incisional repair. Estimated blood loss: minimal. Drains: none. Findings: 6.5 cm lower midline recurrent midline incisional hernia; 2 cm umbilical hernia. Infection: no. Implants: parietex 20 cm x 15 cm mesh. Specimens: non3 [sic]. Complications not inherent to procedure: none. Risk factors: obesity, body mass index is 35.24 kg/(m^2); asthma. Indication: this is a pleasant 29 year old female who presents with symptomatic recurrent incisional hernia. The diagnosis, indication for surgery, risks and recuperation were discussed with the patient. Possible need to make open incision, rationale for mesh use, possible bowel injury were discussed with the patient. Patient consents to proceed with laparoscopic recurrent incisional hernia repair with mesh. Description: ¿the patient was identified in the holding area and transported to the or. Scds and prophylactic antibiotics were administered in the usual manner as documented. After general anesthesia was achieved, foley catheter was placed in the standard sterile fashion. The abdomen was prepped with chloraprep and draped. Time out was called in the standard fashion. Starting with the previous lower midline incision site, an incision was made sharply with the #15 blade. Hemostasis and dissection down to the fascia was achieved with bovie electrocautery. Midline was opened with electrocautery. Hernia sac was grasped x 2 with kelly clamps, opened with metz. Palpation revealed no adjacent adhesions. The left-sided rectus was rather close to the normal paramedian location. The right-sided rectus was quite retracted. The scar and hernia sac were dissected back and excised with bovie, so that I can close the medial edges of the rectus muscles and fascia primarily. The defined defect was 6.5 cm long. Palpation revealed a 2 cm umbilical hernia defect 2 cm superior to the incisional hernia. This was also dissected out with bovie. A 20 cm x 15 cm parietex mesh was selected and prepped. U-stitches placed x 4 quadrants, and placed in the peritoneum. Five millimeter port was first placed in the ruq under palpation guidance. The fascia was then closed with two 0-pds sutures in a running fashion, tied in the middle. Additional 5-mm ports were placed x 4 under laparoscopic vision, in the luq, llq, rlq, and epigastric sites. Using a electrocautery and blunt dissection, falciform ligament was taken down. Examination of the abdominal wall shows the closed midline. Re-measuring inside to verify suture placement sites, the sutures were brought through stab incisions using the fascia lata passer. Each limb of the suture came through a separate fascial opening but same skin stab at each pole. These were tied down after releasing co2. Then insufflation was achieved to 8 mmhg. The tacker was fired in 2 concentric circles around the mesh. Hemostats were used to pull up the dimpled skin at stab sites. The onq pump catheter was placed in the bilateral subcostal preperitoneal space using the blunt passer, passing in the sub-costal direction in the preperitoneal space under laparoscopic vision. The large pump containing 500 ml of 0.25% marcaine was attached to the catheters after priming. Subxiphoid fascia was reapproximated using zero vicryl in a figure of 8 fashion x 2. Previously placed retracting sutures were tied to each other. Port site skin was reapproximated with 4-0 monocryl. Skin was cleaned and dried. Dermabond was applied. Sponge, needle and instrument counts were correct. The patient was extubated and transported in good condition to the recovery room.¿ on (B)(6) 2014: (B)(6) system. Implant sticker. Covidien parietex optimized composite mesh. On (B)(6) 2014: (B)(6) hospital. [Signature illegible]. Anesthesia record. Asa 2. On (B)(6) 2014: (B)(6), md. Discharge summary. Primary diagnosis: recurrent midline incisional hernia. Secondary diagnosis: umbilical hernia. Procedures: laparoscopic ventral incisional hernia repair using a 20 x 15 cm parietex mesh. Hospital course: tolerated procedure well. Diet advanced to regular, tolerated. Pain adequately controlled on oral oxycodone prior to discharge; also had pain pump in place. Able to ambulate independently and discharged home on postoperative day one. Will follow up in office next week for pain pump removal. Abdomen obese, soft, non-distended, hypoactive bowel sounds, incisions clean, dry, intact, mild generalized tenderness, no rebound. May shower, do not submerge incisions in water. No heavy lifting greater than 10-15 pounds for 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: patient code 2203 corrected to code 3191 (no code available) is being used for "swelling abdomen". It should be noted that the instructions for gore® bio-a® tissue reinforcement use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® bio-a® tissue reinforcement use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2013 whereby a bio-a tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "infection, chronic pain, adhesions, mesh erosion and swelling abdomen." Additional event specific information was not provided.